Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the service technician observed that the back nut was loose. Based on the investigation details, the reported event can be confirmed. This failure can occur if the back nut unthreads from the motor assembly. If this were to occur then it would be possible for the motor assembly to separate from the handle. The back nut may unthread from the motor due to the autoclaving cycles breaking down the loctite bonds between the back nut and the back plate.

Event description:
It was reported that the screw from the back portion of the handpiece came out and fell into the sterile field but not into the wound during a surgical procedure. The procedure was completed with another handpiece. There was no medical intervention or any adverse consequences reported as a result of this event.